Event description:
The cause of elevated bg was unknown. It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose level of 1500 mg/dl and a high ketone level identified as dangerous by healthcare provider. The cause of elevated bg was unknown. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2025 with the issue resolved and no permanent damage. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.